Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture-breast was requested on may 21, 2024. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. Seroma-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The event of "seroma and capsular contracture baker grade lv " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade lv

Event description:
Healthcare professional reported capsular contracture baker grade unknown and accumulation of fluid detected via ultrasound. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/jul/2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and accumulation of fluid detected via ultrasound. The device has been explanted and replaced with a non allergan device.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and accumulation of fluid detected via ultrasound. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. As per the investigation procedure deformation, crease, wear abrasion, and particles were observed. None of the observations are found to be potentially related to the manufacturing process.

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The excised capsule was sent for histopathological analysis which found focal chronic inflammation, giant cell granulomas of the foreign body type and no neoplastic changes.